Event description:
It was reported that the patient underwent an initial total elbow arthroplasty on (B)(6) 2014. During the initial procedure, the patient suffered a perioperative ulnar fracture; therefore a biomet cement plug and competitor cerclage wire. Subsequently, a revision procedure was performed on (B)(6) 2015 due to infection. The surgeon noted fluid and black particles indicative of metallosis secondary to loosening. All components were removed and the elbow was washed out. The surgeon opted to leave the elbow without a prosthesis for approximately six to eight weeks, at which time a secondary revision to reimplant a total elbow will be performed.

Manufacturer narrative:
This follow-up report is being filed to relay corrected event description.

Event description:
It was reported that the patient underwent an initial total elbow arthroplasty on (B)(6) 2014. During the initial procedure, the patient suffered a perioperative ulnar fracture; therefore a biomet cement plug and competitor cerclage wire were utilized. Subsequently, a revision procedure was performed on (B)(6) 2015 due to infection. The surgeon noted fluid and black particles indicative of metallosis secondary to loosening. All components were removed and the elbow was washed out. The surgeon opted to leave the elbow without a prosthesis for approximately six to eight weeks, at which time a secondary revision to reimplant a total elbow will be performed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is number 3 of 4 mdrs filed for the same event (reference 1825034-2015- 01230 & 01298 / 01301).